Event description:
It was reported that the ilet device¿s screen was cracked after being dropped, and a replacement ilet was shipped with the patient instructed to use backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health, hospitalization, or medical intervention beyond transitioning to backup therapy. Investigation included a review of the reported physical damage and device handling history. Investigation of this case revealed physical damage to the display consistent with user-induced impact, with no indication of device malfunction prior to the drop. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external mechanical impact.

Manufacturer narrative:
Investigation description: display damage due to impact.